Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 320 mg/dl, moderate ketones, and for being light headed. Customer was treated with intravenous fluids, aspirin, insulin, and lantus. The cause of bg was unknown and the customer left the ER.